Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the penumbra coil 400 coil (pc400 coil) pusher assembly. The embolization coil was detached from the pusher assembly inside the introducer sheath, and the proximal constraint sphere was intact with the embolization coil. The embolization coil had offset coil windings and was covered with dried blood. There was no visible damage to the introducer sheath. Conclusions: evaluation of the returned device revealed that the embolization coil was detached from the pusher assembly. Due to the detached embolization coil, the root cause of difficulty withdrawing the pc400 could not be determined. Further evaluation revealed the embolization coil had offset coil windings and was covered in dried blood. This damage likely occurred due to forceful manipulation of the pc400 against resistance. The damage found on the embolization coil, as well as any dried blood or thrombus stuck on the device, may have contributed to the physician's inability to withdraw the pc400 into the introducer sheath. The px slim mentioned in the complaint was not returned for evaluation. Pc400 devices are 100% functionally evaluated during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the inferior mesenteric artery (ima) using penumbra coil 400 coils (pc400 coils). During the procedure, the physician deployed a pc400 coil into the aneurysm but decided to withdraw this coil and use a different sized coil. While the pc400 coil was being retracted back into its introducer sheath, it became stuck and was unable to be removed. The physician then removed the px slim together with the pc400 coil from the patient. The procedure was completed using four new pc400 coils and the same px slim. There was no report of an adverse effect to the patient.